Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the reservoir had a hole. Cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the reservoir had a hole. Cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned first cylinder, second cylinder, and ms pump underwent evaluation. Microscope inspection of the first cylinder revealed wear at the fold in the proximal end and middle, three holes from sharp instrument damage located at the proximal, middle, and distal ends, and tool marks in the middle; the leakage test did not pass the test due to these holes. The second cylinder showed a hole in the proximal end from a sharp instrument and wear at the fold in the proximal and middle areas; it also showed leakage at the proximal end from sharp instrument damage. Microscope inspection of the ms pump indicated kink resistant tubing (krt) was worn to the filament, and the pump passed the leak test; however, functional testing resulted in the ms pump failed activation tests 2 and 3. The reservoir was not available for analysis, so no physical evaluation could be performed, and the reported allegations of hole/perforation and mechanical issue cannot be confirmed. Based on the device history record (DHR), the reservoir and ms pump met specifications prior to shipment, indicating manufacturing was not related to the reported event. Given the absence of the returned reservoir and available information, a clear probable cause cannot be established; therefore, the conclusion code cause not established was assigned.